Manufacturer narrative:
Instrument was not returned for review. The device history record (DHR) for the subject lot was reviewed and no abnormalities were noted. The return rate for the instrument is low.

Event description:
User facility reported that the tip broke in the patient's mouth. The patient went to a surgeon to have the tip located and removed. The surgeon found the tip and removed it from the root.